Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The lot number of the device was received. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. (B)(4).

Event description:
It was reported that the patient was implanted a durasul®, alpha insert, mm/36 on the left side on (B)(6) 2016 and the patient underwent revision surgery on (B)(6) 2017 due to infection.

Manufacturer narrative:
Additional information was received. The investigation results of the provided information are available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: during the trend analysis, no trend was identified. Event summary: it is reported that the patient had biomet legacy products implanted in 2013. Subsequently, the patient underwent revision surgery to exchange biomet products with allofit cup - durasul insert on (B)(6) 2016 (B)(4). Later patient experienced infection and removed all zimmer implants on (B)(6) 2017. Zimmer components were implanted together with waldemar link components (mix and match). Review of received data three cd's with x-rays were received and an assessment was performed by hcp assessment of medical records. After implantation of a resurfacing after mcminn due to lateralization- hip osteoarthritis on (B)(6) 2013 until the revision surgery on (B)(6) 2016 with replacement of the hip prosthesis, an implant failure is never recorded, particularly no evidence of loosening or detection of osteolysis. Rather, in connection with the revision surgery on (B)(6) 2016 due to diffuse pain syndrome a fixed cup is described by the surgeon. All medical findings and diagnoses indicate a soft tissue problem outside the real hip joint. Only in the pathology report of findings on (B)(4) 2014, 2 days after the revision surgery with leaving implant "fine brownish pigment - wear-synovialitis¿ is described in the context of the examination of tissue from the anterior (front) edge of the socket. However, there are discrepancies regarding to the corresponding pathological findings report after the hip replacement on (B)(6) 2016, because in the pathology report there is no indication of wear particles depositions. A causal influence of any elevated chromium / cobalt levels on the patient's discomfort is not apparent from the documents. Neither appropriate soft tissue changes (pseudo tumors) or bony destruction (osteolysis) are image diagnosis mentioned, nor appropriate laboratory test results are recorded. Not comprehensible is the diagnosis of a hip prosthesis change due to due to diffuse pain syndrome and increased chromium-cobalt values mentioned in the surgical report of (B)(6) 2016, because in the doctor's letter from dr. (B)(6), endo-klinik hamburg on (B)(6) 2017, findings regarding increased chromium / cobalt values would never have been submitted, in the context of the treatment of the patient in our house there was no determination of the chromium and cobalt values. Several documents (including the patient consent, all the check-ups performed in the hospital, lab tests, ...) Were received. The documents were internally reviewed and the relevant documents (after implantation of the allofit cup on (B)(6) 2016) are summarized as follows: the summary of the hospital stay dated (B)(6) 2016 reports the revision of a total hip prosthesis on the left side performed on (B)(6) 2016 due to diffuse pain and high cobalt and chrome values with a resurfacing prosthesis. As additional diagnosis, soft tissue revision performed in (B)(6) 2014 and barrett syndrome. On (B)(6) 2016 the hip prosthesis was revised. In the anamnesis it is reported that the patient is experiencing problem with his prosthesis since primary implantation and is suffering of pain which is affecting his quality of life. The summary of therapy and follow-up reports that the revision surgery was performed without problems, postoperatively no conspicuousness and wound healing primary. Patient mobilization took place and the lab test were showing normal results. X-rays shows appropriate positioning of the implants. The surgical report of implantation (of allofit cup and durasul insert) dated (B)(6) 2017 describes the revision of a resurfacing prosthesis to a standard cemented hip prosthesis due to elevated metal ions. Intraoperatively, an advanced synovialitis is observed. The good fixed cup is removed, the tissue with wear particle is removed and the acetabulum reamed. A cyst in the acetabulum is filled with autologous cancellous bone and the allofit cup implanted together with the inlay. The femur is then prepared and a prosthesis of waldemar link implanted. No other conspicuousness. A letter regarding a medical visit dated (B)(6) 2017 reports that the patient went to the doctor due to pain. The diagnosis reported is a suspicious chronic pain syndrome after revision surgery. The patient reported problem on the left hip side. The patient has a load insufficiency due to pain and respectively problems by physiotherapy. The review of the x-rays reports no signs of loosening, no periprosthetic fracture. The allofit cup correctly positioned, no signs of cup loosening or periprosthetic fracture. Soft tissues appear nonirritated. A visit with a specialized doctor for pain therapy is recommended. A letter regarding a medical visit dated (B)(6) 2017 reports that the patient went to the doctor due to persistent pain. His blood test showed high crp values. A pain therapy is followed. Clinical assessment: the patient is in a good physical state. The wound is nonirritated, no swelling, no elevated temperature, no soft tissue conspicuousness. Pain by pressure . No axial pain. No other conspicuousness. A punction of the hip joint with microbiological evaluation is reccommended due to the pain and elevated inflammation values. The different option were discussed with the patient. The available infection test dated may 9, 2017 show the presence of (B)(6) and in the note of the test it is stated that the pathogen is part of the normal flora of skin or mucosa. The clinical relevance should be assessed considering other diagnostic test and clinical contex. (B)(6) test provided are (B)(6). Devices analysis: no products returned for investigation. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was not approved by zimmer biomet. The IFU for endoprosthesis d011500200 states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. Additionally, it is stated that "before sterile implants are removed from their packaging, the protective wrapping must be examined for possible damage as this could jeopardize their sterility." And "if the packaging is damaged or the sterility expiration date has been reached, the implants must be returned to the manufacturer." Root cause analysis: root cause determination using dfmea- allofit cup. Allofit cup- unsterile device implanted due to infection due to unclean/unsterile implant (failure of (re)processing procedure in hospital for unsterile delivered implants). Possible: it is unknown if the devices were re-used or re-sterilized. Thus, it cannot be excluded. Root cause analysis with dfmea - durasul inlay: mal-function of articulation, leading to excessive wear, corrosion, metal ion release due to off label use, combination with competitor products eg. Different inserts, not compatible screws. Possible: the component were combined with competitor products and the combination is not approved by zimmer biomet. Infection due to failure of sterilization procedure due to supplier process. Not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment defined in complaint investigation or in the current pms. Infection due to failure of sterilization procedure due to design. Not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment defined in complaint investigation or in the current pms process. Infection due to re-use of single use components. Possible: it is unknown if the devices were re-used or re-sterilized. Thus, it additionally, the gamma sterilization specification of the device certifies the suitability of sterilization. The irradiation certificate of the affected lot has been reviewed and was found to be according to specification. Therefore, it can be excluded that an unsterile device caused the infection. Moreover, no trend on infection has been observed for this product family. Therefore, it is highly unlikely that a disadvantageous product design favored or contributed to the infection. However, the IFU for endoprosthesis d011500200 states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. Conclusion summary: the sterilization specification and certificates of the affected lots have been reviewed and found to be according to specification. No previous trends have been observed on infection for the product reference numbers as well as for the product lot numbers affected in the complaint. Therefore, it is highly unlikely that a disadvantageous product or packaging design favored or contributed to the infection. Improper transport, storage and handling of the component could have compromised the sterilization of the products. However, transport, storage and handling of the components is outside of zimmer biomet control. The IFU for endoprosthesis states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and that the product packaging must be examined for possible damage. Potentially something with storage and/or handling of the components outside of zimmer biomet control could have contributed to the reported patient pain and infection. However, an exact root cause could not be determined. Investigation showed that zimmer biomet products were combined with competitor products (waldemar link). Zimmer did not approve the used product combination which is considered off-label use. Zimmer gmbh consider this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
Additional information for this case was received and is filed in this report. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
On (B)(6) 2017 it was also reported, that the patient was revised due to pain and infection and that the left hip side is affected.